Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a damaged obturator, as it had broken into three (3) pieces. Based on the condition of the returned unit and the description of the event, it is likely that the obturator break was caused by a material abnormality during the injection molding process, which could cause the material to be more susceptible to damage. The probability and criticality of harm resulting from this failure mode has been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: unknown. Event description: "obturator bent during insertion into patient". Additional information was received via telephone on (B)(6) 2018 at 1:45pm from materials mgmt. The date of the surgery is unknown the patient status is "fine". The device is available for return. A final letter is requested to close out the ticket in [ ] database. Patient status: the patient status is "fine".